Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The device was received at the service center and repaired. The reported complaint was not confirmed. The following repair activities were performed: performed service and repair functions as per (B)(4). Reviewed service history. Attach box label, (B)(4), and electrical safety. The unit was evaluated and the reason for return (chamber overfilling) could not be duplicated. The unit passed all diagnostic tests, functional tests, and is fully operational. A batch record review has not been conducted for device because it was manufactured by fms in (B)(4). This facility was closed by the end of 2011. Depuy synthes mitek quality engineering proposes that lot history reviews for legacy fms products be performed only in the event that a trend relating to a specific batch/lot has been identified. Also, since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions these batch reviews are not done. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a shoulder scope surgical procedure, it was observed that the reservoir on the 4580 fms duo+ pump/shaver combo device overfilled after setting up out flow tubing correctly. There was no delay in the surgical procedure as an identical spare device was used to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.